Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient had an atrial lead warning. Right atrial (ra) lead impedance measured low. There was also some oversensing noted. The ra lead remains in use. No patient complications have been reported as a result of this event.